Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced discomfort with the location of the ipg and had difficulty charging as well. No device malfunction was suspected. The patient underwent revision procedure wherein the ipg was repositioned and the patient was doing well postoperatively.